Event description:
Revision occurred approximately 12 months after the primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 36 mm glenosphere and 36 mm + 6 humeral stability cup explanted. These parts were replaced with a 40 mm eccentric glenosphere and 40 mm + 3 humeral stability cup.

Manufacturer narrative:
Revision occurred after 12 months due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.